Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was air bubbles circulating in the arctic sun pad. The connections were checked to ensure the proper connection. A new neonatal pad was connected and the issue was resolved. Per follow up with (B)(6) on 07/17/2018, after the pad was replaced, therapy continued with no further issues.

Manufacturer narrative:
The reported event was unconfirmed, due to the gel pad meeting specifications. Visual evaluation of the returned sample noted one opened (no original packaging present), used neonatal arctic gel pad present. Visual inspection of the pad surfaces noted no obvious visible defects. At first there appeared to be air bubbles circulating in the pad, however after equilibrating no flow anomalies were observed. The hydrogel liner was removed to better observe water flow through the channels. No air leaks or flow obstructions were noted. The air leak stopped when pad was fully laid flat and tubing was unkinked. The pad was individually tested and the flow rates were found to be within specification. The individual measured flow rate is outlined. Neonatal pad: a total of 4.76 l/min m2 of flow rate were registered during the test. The inlet pressure was -6.9psi and the circulation pump command was 38%. The flow rate was found to be acceptable for the returned pad. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿indications the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications ¿ there are no known contraindications for the use of a non-invasive thermoregulatory system. ¿ do not place the neonatal arcticgel¿ pad on skin that has signs of ulcerations, burns, hives or rash. ¿ do not remove the fabric release liner of the neonatal arcticgel¿ pad and expose the hydrogel. ¿ do not place the neonatal arcticgel¿ pad hydrogel on immature (non-keratinized) skin or premature babies. ¿ while there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning do not place the neonatal arcticgel¿ pad over transdermal medication patches as warming can increase drug delivery and cooling can reduce the drug delivery, resulting in possible harm to the patient. Cautions ¿ federal law restricts this device to sale by or on the order of a physician. ¿ the neonatal arcticgel¿ pad is only for use with the arctic sun® temperature management system. ¿ this product is to be used by or under the supervision of trained, qualified medical personnel. ¿ the clinician is responsible for determining the appropriateness of use of this device and the usersettable parameters, including water temperature, for each patient. ¿ due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status, steroid use, or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the neonatal arcticgel¿ pad often; especially those patients at higher risk of skin injury. ¿ skin injury may occur as a cumulative result of pressure, time and temperature. ¿ do not place bean bags or other firm positioning devices under the neonatal arcticgel¿ pad. ¿ do not place any positioning devices under the pad manifolds or patient lines. ¿ if warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. ¿ do not allow urine, stool, antibacterial solutions or other agents to pool underneath the neonatal arcticgel¿ pad. Urine, stool and antibacterial agents can absorb into the pad hydrogel and cause chemical injury, skin irritation, and loss of pad adhesion over time. Replace pads immediately if these fluids come into contact with the hydrogel. ¿ do not place the neonatal arcticgel¿ pad directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. ¿ if needed, place defibrillation pads between neonatal arcticgel¿ pad and the patient¿s skin. ¿ the neonatal arcticgel¿ pad is non-sterile for single patient use only. ¿ do not place pads in the sterile field. If used in a sterile environment, pads should be placed according to the physician¿s directions, either prior to the sterile preparation or sterile draping. ¿ do not reprocess or sterilize. ¿ use pads immediately after opening. ¿ do not store pads in opened pouch. ¿ the neonatal arcticgel¿ pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. ¿ the neonatal arcticgel¿ pad must be replaced after 120 hours (5 days) of use." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was air bubbles circulating in the arctic sun pad. The connections were checked to ensure the proper connection. A new neonatal pad was connected and the issue was resolved. Per follow up with (B)(6) on 07/17/2018, after the pad was replaced, therapy continued with no further issues.